Manufacturer narrative:
A visual analysis of the returned device found the suture to be broken, no other fractures were noted on the stent shaft. During functional analysis, a mandrel 0.038 inches was inserted through the stent, it passed properly without resistance. Manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. The circumstances under which the suture was broken cannot be determined based on the information available, therefore the most probable root cause of this complaint is undeterminable. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent device "broke". The exact stent device part that "broke" is unknown. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Therefore, a medwatch report will be submitted reflecting the most conservative interpretation of the complaint, that the stent shaft broke. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus ureteral stent device "broke". The exact stent device part that "broke" is unknown. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Therefore, a medwatch report will be submitted reflecting the most conservative interpretation of the complaint, that the stent shaft broke. Should additional relevant details become available, a supplemental report will be submitted.